Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported an impedance check was performed prior to an MRI with the clinician programmer. Impedances were run at both 0.7v and 1.5v and electrodes were out of range. They ran it at 3.0v and received these results: c/0 2373, c/1 1330, c/2 1214, c/3 3055, 0/1 2106, 0/2 3108, 0/3 5571, 1/2 4773, 1/3 4686 and 2/3 3557 ohms. The group impedance was 1,184 ohms. The patient received the intended therapeutic benefit from the deep brain stimulator (dbs). They had no therapy issues and were doing "amazingly well" wth zero tremors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.